Manufacturer narrative:
The complaint report was provided with much of the information required by form 3500a missing. This was despite the complaint report's prompting the provision of such information. Date of manufacture is said to be 11-1-2016 in report. But we do not actually know the day, only the month and year. The program required that a day be entered, though. This report was delayed by disruptions caused by the coronavirus. Documentation of this is attached.

Event description:
Failure of two implants. Teeth affected were 28 and 29. Surgery necessary to prevent damage. Patient needed to return for another dental appointment to finish the procedure (i.e., replace implant). Due to event, patient experienced mild pain, and what were presumably the implants (not clear, but strongly suggested) were said to be "loose, not integrated." Implants were restored. The two implants were placed too close to each other, and this is believed to have caused the failure.